Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (mother) for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately low in comparison to results obtained on another device (hospital meter). The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) made a follow up call to the reporter. The patient manages her diabetes with insulin (self-adjuster). The reporter claimed that the patient was admitted to the emergency room (ER) on (B)(6) 2015 at around 09:30am after developing symptoms of "chest pain and other symptoms" which she associated with high blood glucose readings. The reporter claimed that she noticed the alleged inaccuracy on "(B)(6) 2015, at about 12:10pm" when the patient obtained a result of "203mg/dl" on the subject meter compared with "443mg/dl on a hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter stated that the patient was treated by a health care professional (hcp) with saline and 10 units of insulin. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: although the patient reportedly experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported because it cannot be said with absolute certainty that the alleged "accurately low subject meter results did not affect treatment options prior.